Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient stated they no longer use the spinal cord stimulation (scs) system and the ins has not been charged since probably like 3 years ago in 2017 adding it hurt to charge the battery. Patient explained it felt like their skin was on fire even if they put a shirt in between. Pt indicated they had discussed issue with only a mdt rep who is the one who looked at the implanted battery site and suggested to place recharging antenna over a shirt while recharging. Pt noted it was really hard to get the antenna to connect over a shirt causing the scs to be useless. Pt did not have patient programmer (pp) available to check eligibility. Additional information was received from the patient (pt) on (B)(6) 2023. Patient reported the rep was made aware that placing the recharging antenna over the shirt did not resolve the issue. Patient reported it feels like a hot poker is going through their back, but when trying to connect through the shirt, they could not. Patient recently tried recharging with the recharging device for 5 hours, and made no progress. Patient reported the device has been off for a long time. Patient assumed the device was dead because they had an MRI the other day and had no issues (confirmed that they did not put the device into MRI mode, but did not allege any issues relating to emi or the MRI). Additional information was received from a manufacturer representative (rep) on (B)(6) 2023. The rep reported that they were not aware that the issue was not resolved and would have reported if they were made aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on august 2, 2023. The rep reported the cause of the reported recharging issue was not identified. The pt had tried charging the ins without any luck. The pt told the rep they did not want to pursue further action at this time, so the issue is not resolved since the pt does not want to proceed further. Pt weight was requested but was not provided.